Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A clinical nurse manager reported that a surgeon indicated during priming and tuning, the handpiece heats up. The handpiece was switched out and was not used for the case. There was no patient involvement as the event occurred during setup. No harm or injury to the surgeon was reported.